Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a meter error 1 issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1 date of submission 02/05/2016 device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2016 with the following findings: during testing, the meter immediately emitted an error 1 sub code 5 upon start up. The pump and meter could not be paired because the error 1 message could not be cleared. Animas has conducted a review of the device history record for this device and confirmed that it was operating within required specifications at the time of release.